Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00242, 0001032347-2020-00243, 0001032347-2020-00244, 0001032347-2020-00245, 0001032347-2020-00246, 0001032347-2020-00248. Medical products: tmj system right standard mandibular component 50mm / 9 hole, part# 24-6550, lot# 143380. Tmj system left standard mandibular component 50mm / 9 hole, part# 24-6551, lot# 164350. Tmj system right fossa component, small, part# 24-6562, lot# 328390. Tmj system left fossa component, small, part# 24-6563, lot# 212940. 2.4mm system high torque (ht) cross-drive screw 2.7mm x 8mm, part# 91-2708, lot# unk. 2.4mm system high torque (ht) cross-drive screw 2.7 x 10mm, part# 91-2710, lot# unk. Tmj system cross drive fossa screw 2.0mm x 9mm, part# 99-6579, lot# unk. Occupation: patient.

Event description:
It was reported the patient underwent a scar tissue removal procedure and currently undergoes pain management following implantation of bilateral temporomandibular joint implants twelve years ago. The patient reported a scar tissue removal procedure two (2) years ago. The patient attends a pain management consult every six (6) to eight (8) weeks. The patient has previously received cortisone shots and is currently on botox shots, celebrex and oxycodone. No additional patient consequences have been reported.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed. No product was returned; therefore, no functional tests or inspections could be performed. No x-rays, scans, pictures, or physician's reports were provided. The database could not be reviewed for the screws involved in this case due to the lot numbers remaining unknown. There are no indications of manufacturing defects. The most likely underlying cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.